Event description:
Report received of the pump shutting off with no alarm. The pt was receiving an unspecified antibioitic and looked inside the carry case (for an unspecified reason) and noticed the pump was not infusing. Using the off switch, the pt turned the pump back on. The pt reported that no alarms occurred prior to looking in the carry case. The therapy was resumed when the replacement device arrived. It was reported that there were no adverse effects to the pt.